Event description:
It was reported that during breast surgery, the probe cover broke inside the patient's wound; it tore at the seam. The patient was given antibiotics, but no other actions were taken due to the breakage. No patient injuries, infections, or complications were reported.